Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump an unresponsive keypad; the device was no longer working or responding. The customer's blood glucose was 3.3 mmol/l, which was treated with juice. At the time of the phone call it was 15 mmol/l. Nothing further was reported.